Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a lap ventral hernia procedure, the harmonic shear's active blade tip broke. Continued in lap and completed the procedure. Unknown how case was completed. There were no adverse consequences for the patient. Patient is doing well.